Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube / coil in left lower quadrant and draped over the sigmoid colon lateral to it, but cased within the omentum that was adherent to the sigmoid colon / other lodged in the tip of the greater omentum"), device dislocation ("migration / displacement of 2 of the essure coils on the left / one was found lodged in the tip of greater omentum, the other in left lower quadrant cased within the omentum that was adherent to the sigmoid colon") and major depression ("depression / major recurrent depression") in a 35-year-old female patient who had essure (batch no. 959221) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device use issue "because of questioning placement of the coil, an additional essure coil was then inserted into the left tubal ostia" on (B)(6) 2012. Medical conditions: plaintiff is 35 years old. Concomitant products included bupropion (wellbutrin) for depression. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain ("left lower quadrant pain / stomach pain"), chromaturia ("change in color and odor of her urine"), urine odour abnormal ("change in color and odor of her urine") and urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced musculoskeletal pain ("persistent left shoulder pain"). On (B)(6) 2014, the patient experienced pollakiuria ("urinary frequency"). On (B)(6) 2015, the patient experienced rash papular ("skin rashes and lumps"). In (B)(6) 2015, the patient experienced anxiety ("anxiety"). On (B)(6) 2015, the patient experienced myalgia ("myalgia"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), major depression (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), menometrorrhagia ("irregular, extremely heavy menstrual periods, described as flooding with passage of clots / irregular menstrual cycle"), dysuria ("dysuria/chronic dysuria"), migraine ("migraine headaches"), arthralgia ("joint pain"), joint swelling ("joint swelling"), fatigue ("fatigue"), nausea ("nausea"), perineal pain ("perineal pain"), hot flush ("hot flashes"), dizziness ("dizziness"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), drug hypersensitivity ("drug allergy"), asthenia ("impaired energy") and cervix inflammation ("chronic inflammation in the cervix"). The patient was treated with surgery (laparoscopic removal of intraperitoneal foreign bodies,partial omentectomy, total hysterectomy) and surgery (laparoscopic removal of intraperitoneal foreign bodies,partial omentectomy, total hysterectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain, dyspareunia, arthralgia, fatigue, abdominal pain, myalgia, perineal pain and headache had resolved. At the time of the report, the fallopian tube perforation, device dislocation, major depression, menometrorrhagia, dysuria, migraine, rash papular, joint swelling, nausea, anxiety, chromaturia, urine odour abnormal, pollakiuria, dizziness and asthenia had resolved, the hot flush was resolving and the dysmenorrhoea, urinary tract infection, musculoskeletal pain, drug hypersensitivity and cervix inflammation outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, asthenia, cervix inflammation, chromaturia, device dislocation, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, headache, hot flush, joint swelling, major depression, menometrorrhagia, migraine, musculoskeletal pain, myalgia, nausea, pelvic pain, perineal pain, pollakiuria, rash papular, urinary tract infection and urine odour abnormal to be related to essure. The reporter commented: before essure, her menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. Prior to her removal surgery, she could not know the true cause of her symptoms. Following her removal surgery, the cause of her symptoms became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: no essure in left tube, right tube occluded. (B)(6) 2016 - computerised tomogram scan of the abdomen and pelvis : suspected displacement of 2 of the essure coils on the left which are displaced more anteriorly than expected / appears that there are 2 coils displaced on the left side, one against anterior abdominal wall, and the other abutting the distal descending/proximal sigmoid colon with possible invasion into the wall. (B)(6) 2017 - diagnostic laparoscopy: during procedure two essure coils identified one of the essure coils was found lodged in the tip of the greater omentum and the other coil was in the left lower quadrant and draped over the sigmoid colon lateral to it, but cased within the omentum that was adherent to the sigmoid colon. The pathology report noted chronic inflammation in the cervix.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tube / coil in left lower quadrant and draped over the sigmoid colon lateral to it, but cased within the omentum that was adherent to the sigmoid colon / other lodged in the tip of the greater omentum') and device dislocation ('migration / displacement of 2 of the essure coils on the left / one was found lodged in the tip of greater omentum, the other in left lower quadrant cased within the omentum that was adherent to the sigmoid colon') in a 35-year-old female patient who had essure (batch no. 959221) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff is 35 years old. Concomitant products included bupropion hydrochloride (wellbutrin) for depression. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced intentional device use issue ("because of questioning placement of the coil, an additional essure coil was then inserted into the left tubal ostia"). On (B)(6) 2014, the patient experienced abdominal pain ("left lower quadrant pain / stomach pain"), chromaturia ("change in color and odor of her urine"), urine odour abnormal ("change in color and odor of her urine") and urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced musculoskeletal pain ("persistent left shoulder pain"). On (B)(6) 2014, the patient experienced pollakiuria ("urinary frequency"). On (B)(6) 2015, the patient experienced rash papular ("skin rashes and lumps"). In (B)(6) 2015, the patient experienced anxiety ("anxiety"). On (B)(6) 2015, the patient experienced myalgia ("myalgia"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), major depression ("depression / major recurrent depression"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), menometrorrhagia ("irregular, extremely heavy menstrual periods, described as flooding with passage of clots / irregular menstrual cycle"), dysuria ("dysuria/chronic dysuria"), migraine ("migraine headaches"), arthralgia ("joint pain"), joint swelling ("joint swelling"), fatigue ("fatigue"), nausea ("nausea"), perineal pain ("perineal pain"), hot flush ("hot flashes"), dizziness ("dizziness"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), drug hypersensitivity ("drug allergy"), asthenia ("impaired energy"), cervix inflammation ("chronic inflammation in the cervix"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("auto immune disorder"). The patient was treated with surgery (laparoscopic removal of intraperitoneal foreign bodies,partial omentectomy, total hysterectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain, dyspareunia, arthralgia, fatigue, abdominal pain, myalgia, perineal pain and headache had resolved. At the time of the report, the fallopian tube perforation, device dislocation, major depression, menometrorrhagia, dysuria, migraine, rash papular, joint swelling, nausea, anxiety, chromaturia, urine odour abnormal, pollakiuria, dizziness and asthenia had resolved, the hot flush was resolving and the intentional device use issue, dysmenorrhoea, urinary tract infection, musculoskeletal pain, drug hypersensitivity, cervix inflammation, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, asthenia, autoimmune disorder, cervix inflammation, chromaturia, device dislocation, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, intentional device use issue, joint swelling, major depression, menometrorrhagia, migraine, musculoskeletal pain, myalgia, nausea, pelvic pain, perineal pain, pollakiuria, rash papular, urinary tract infection and urine odour abnormal to be related to essure. The reporter commented: before essure, her menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. Prior to her removal surgery, she could not know the true cause of her symptoms. Following her removal surgery, the cause of her symptoms became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: no essure in left tube, right tube occluded. Diagnostic results: (B)(6) 2016 - computerised tomogram scan of the abdomen and pelvis : suspected displacement of 2 of the essure coils on the left which are displaced more anteriorly than expected / appears that there are 2 coils displaced on the left side, one against anterior abdominal wall, and the other abutting the distal descending/proximal sigmoid colon with possible invasion into the wall . (B)(6) 2017 - diagnostic laparoscopy: during procedure two essure coils identified one of the essure coils was found lodged in the tip of the greater omentum and the other coil was in the left lower quadrant and draped over the sigmoid colon lateral to it, but cased within the omentum that was adherent to the sigmoid colon. The pathology report noted chronic inflammation in the cervix. Concerning the injuries reported in this case, the following ones were reported via pif: pelvic pain, device dislocation,migraine,headache, drug hypersensitivity. Lot number: 959221 manufacture date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-sep-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube / coil in left lower quadrant and draped over the sigmoid colon lateral to it, but cased within the omentum that was adherent to the sigmoid colon / other lodged in the tip of the greater omentum"), device dislocation ("migration / displacement of 2 of the essure coils on the left / one was found lodged in the tip of greater omentum, the other in left lower quadrant cased within the omentum that was adherent to the sigmoid colon") and major depression ("depression / major recurrent depression") in a 35-year-old female patient who had essure (batch no. 959221) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device use issue "because of questioning placement of the coil, an additional essure coil was then inserted into the left tubal ostia" on (B)(6) 2012. Medical conditions: plaintiff is 35 years old. Concomitant products included bupropion (wellbutrin) for depression. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain ("left lower quadrant pain / stomach pain"), chromaturia ("change in color and odor of her urine"), urine odour abnormal ("change in color and odor of her urine") and urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced musculoskeletal pain ("persistent left shoulder pain"). On (B)(6) 2014, the patient experienced pollakiuria ("urinary frequency"). On (B)(6) 2015, the patient experienced rash papular ("skin rashes and lumps"). In (B)(6) 2015, the patient experienced anxiety ("anxiety"). On (B)(6) 2015, the patient experienced myalgia ("myalgia"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), major depression (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), menometrorrhagia ("irregular, extremely heavy menstrual periods, described as flooding with passage of clots / irregular menstrual cycle"), dysuria ("dysuria/chronic dysuria"), migraine ("migraine headaches"), arthralgia ("joint pain"), joint swelling ("joint swelling"), fatigue ("fatigue"), nausea ("nausea"), perineal pain ("perineal pain"), hot flush ("hot flashes"), dizziness ("dizziness"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), drug hypersensitivity ("drug allergy"), asthenia ("impaired energy") and cervix inflammation ("chronic inflammation in the cervix"). The patient was treated with surgery (laparoscopic removal of intraperitoneal foreign bodies,partial omentectomy, total hysterectomy) and surgery (laparoscopic removal of intraperitoneal foreign bodies,partial omentectomy, total hysterectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain, dyspareunia, arthralgia, fatigue, abdominal pain, myalgia, perineal pain and headache had resolved. At the time of the report, the fallopian tube perforation, device dislocation, major depression, menometrorrhagia, dysuria, migraine, rash papular, joint swelling, nausea, anxiety, chromaturia, urine odour abnormal, pollakiuria, dizziness and asthenia had resolved, the hot flush was resolving and the dysmenorrhoea, urinary tract infection, musculoskeletal pain, drug hypersensitivity and cervix inflammation outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, asthenia, cervix inflammation, chromaturia, device dislocation, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, headache, hot flush, joint swelling, major depression, menometrorrhagia, migraine, musculoskeletal pain, myalgia, nausea, pelvic pain, perineal pain, pollakiuria, rash papular, urinary tract infection and urine odour abnormal to be related to essure. The reporter commented: before essure, her menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. Prior to her removal surgery, she could not know the true cause of her symptoms. Following her removal surgery, the cause of her symptoms became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: no essure in left tube, right tube occluded (B)(6) 2016 - computerised tomogram scan of the abdomen and pelvis : suspected displacement of 2 of the essure coils on the left which are displaced more anteriorly than expected / appears that there are 2 coils displaced on the left side, one against anterior abdominal wall, and the other abutting the distal descending/proximal sigmoid colon with possible invasion into the wall. (B)(6) 2017 - diagnostic laparoscopy: during procedure two essure coils identified one of the essure coils was found lodged in the tip of the greater omentum and the other coil was in the left lower quadrant and draped over the sigmoid colon lateral to it, but cased within the omentum that was adherent to the sigmoid colon. The pathology report noted chronic inflammation in the cervix. Most recent follow-up information incorporated above includes: on (B)(6) 2018: legal complaint received. New event added- chronic inflammation in the cervix. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube / coil in left lower quadrant and draped over the sigmoid colon lateral to it, but cased within the omentum that was adherent to the sigmoid colon / other lodged in the tip of the greater omentum"), device dislocation ("migration / displacement of 2 of the essure coils on the left / one was found lodged in the tip of greater omentum, the other in left lower quadrant cased within the omentum that was adherent to the sigmoid colon") and major depression ("depression / major recurrent depression") in a 35-year-old female patient who had essure (batch no. 959221) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device use issue "because of questioning placement of the coil, an additional essure coil was then inserted into the left tubal ostia" on (B)(6) 2012. Concomitant products included bupropion (wellbutrin) for depression. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain ("left lower quadrant pain / stomach pain"), chromaturia ("change in color and odor of her urine"), urine odour abnormal ("change in color and odor of her urine") and urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced musculoskeletal pain ("persistent left shoulder pain"). On (B)(6) 2014, the patient experienced pollakiuria ("urinary frequency"). On (B)(6) 2015, the patient experienced rash papular ("skin rashes and lumps"). In (B)(6) 2015, the patient experienced anxiety ("anxiety"). On (B)(6) 2015, the patient experienced myalgia ("myalgia"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), major depression (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), menometrorrhagia ("irregular, extremely heavy menstrual periods, described as flooding with passage of clots / irregular menstrual cycle"), dysuria ("dysuria/chronic dysuria"), migraine ("migraine headaches"), arthralgia ("joint pain"), joint swelling ("joint swelling"), fatigue ("fatigue"), nausea ("nausea"), perineal pain ("perineal pain"), hot flush ("hot flashes"), dizziness ("dizziness"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), drug hypersensitivity ("drug allergy") and asthenia ("impaired energy"). The patient was treated with surgery (laparoscopic removal of intraperitoneal foreign bodies,partial omentectomy, total hysterectomy) and surgery (laparoscopic removal of intraperitoneal foreign bodies,partial omentectomy, total hysterectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain, dyspareunia, arthralgia, fatigue, abdominal pain, myalgia, perineal pain and headache had resolved. At the time of the report, the fallopian tube perforation, device dislocation, major depression, menometrorrhagia, dysuria, migraine, rash papular, joint swelling, nausea, anxiety, chromaturia, urine odour abnormal, pollakiuria, dizziness and asthenia had resolved, the hot flush was resolving and the dysmenorrhoea, urinary tract infection, musculoskeletal pain and drug hypersensitivity outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, asthenia, chromaturia, device dislocation, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, headache, hot flush, joint swelling, major depression, menometrorrhagia, migraine, musculoskeletal pain, myalgia, nausea, pelvic pain, perineal pain, pollakiuria, rash papular, urinary tract infection and urine odour abnormal to be related to essure. The reporter commented: before essure, her menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. Prior to her removal surgery, she could not know the true cause of her symptoms. Following her removal surgery, the cause of her symptoms became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: no essure in left tube, right tube occluded (B)(6) 2016 - computerised tomogram scan of the abdomen and pelvis : suspected displacement of 2 of the essure coils on the left which are displaced more anteriorly than expected / appears that there are 2 coils displaced on the left side, one against anterior abdominal wall, and the other abutting the distal descending/proximal sigmoid colon with possible invasion into the wall . (B)(6) 2017 - diagnostic laparoscopy: during procedure two essure coils identified one of the essure coils was found lodged in the tip of the greater omentum and the other coil was in the left lower quadrant and draped over the sigmoid colon lateral to it, but cased within the omentum that was adherent to the sigmoid colon. The pathology report noted chronic inflammation in the cervix. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events because of questioning placement of the coil, an additional essure coil was then inserted into the left tubal ostia, urinary tract infection, persistent left shoulder pain,drug hypersensitivity and asthenia added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tube / coil in left lower quadrant and draped over the sigmoid colon lateral to it, but cased within the omentum that was adherent to the sigmoid colon / other lodged in the tip of the greater omentum') and device dislocation ('migration / displacement of 2 of the essure coils on the left / one was found lodged in the tip of greater omentum, the other in left lower quadrant cased within the omentum that was adherent to the sigmoid colon') in a 30-year-old female patient who had essure (batch no. 959221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff is 35 years old. (B)(6)2016 - computerised tomogram scan of the abdomen and and pelvis : suspected displacement of 2 of the essure coils on the left which are displaced more anteriorly than expected / appears that there are 2 coils displaced on the left side, one against anterior abdominal wall, and the other abutting the distal descending/proximal sigmoid colon with possible invasion into the wall . (B)(6) 2017 - diagnostic laparoscopy: during procedure two essure coils identified one of the essure coils was found lodged in the tip of the greater omentum and the other coil was in the left lower quadrant and draped over the sigmoid colon lateral to it, but cased within the omentum that was adherent to the sigmoid colon. The pathology report noted chronic inflammation in the cervix. Concomitant products included bupropion hydrochloride (wellbutrin) for depression. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced intentional device use issue ("because of questioning placement of the coil, an additional essure coil was then inserted into the left tubal ostia"). On (B)(6)2014, the patient experienced abdominal pain ("left lower quadrant pain / stomach pain"), chromaturia ("change in color and odor of her urine"), urine odour abnormal ("change in color and odor of her urine") and urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced shoulder pain ("persistent left shoulder pain"). On (B)(6)2014, the patient experienced pollakiuria ("urinary frequency"). On (B)(6)2015, the patient experienced rash papular ("skin rashes and lumps"). In (B)(6) 2015, the patient experienced anxiety ("anxiety"). On (B)(6)2015, the patient experienced myalgia ("myalgia"). On(B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), major depression ("depression / major recurrent depression"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), menometrorrhagia ("irregular, extremely heavy menstrual periods, described as flooding with passage of clots / irregular menstrual cycle"), dysuria ("dysuria/chronic dysuria"), migraine ("migraine headaches"), joint pain ("joint pain"), joint swelling ("joint swelling"), fatigue ("fatigue"), nausea ("nausea"), perineal pain ("perineal pain"), hot flush ("hot flashes"), dizziness ("dizziness"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), drug hypersensitivity ("drug allergy"), asthenia ("impaired energy"), cervix inflammation ("chronic inflammation in the cervix"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("auto immune disorder"). The patient was treated with surgery (laparoscopic removal of intraperitoneal foreign bodies,partial omentectomy, total hysterectomy). Essure was removed on (B)(6)2017. On (B)(6)2017, the pelvic pain, dyspareunia, joint pain, fatigue, abdominal pain, myalgia, perineal pain and headache had resolved. At the time of the report, the fallopian tube perforation, device dislocation, major depression, menometrorrhagia, dysuria, migraine, rash papular, joint swelling, nausea, anxiety, chromaturia, urine odour abnormal, pollakiuria, dizziness and asthenia had resolved, the hot flush was resolving and the intentional device use issue, dysmenorrhoea, urinary tract infection, shoulder pain, drug hypersensitivity, cervix inflammation, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, anxiety, asthenia, autoimmune disorder, cervix inflammation, chromaturia, device dislocation, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, intentional device use issue, joint swelling, major depression, menometrorrhagia, migraine, myalgia, nausea, pelvic pain, perineal pain, pollakiuria, rash papular, shoulder pain, urinary tract infection, urine odour abnormal and joint pain to be related to essure. The reporter commented: before essure, her menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. Prior to her removal surgery, she could not know the true cause of her symptoms. Following her removal surgery, the cause of her symptoms became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: results: no essure in left tube, right tube occluded. Concerning the injuries reported in this case, the following ones were reported via pif: pelvic pain, device dislocation,migraine,headache, drug hypersensitivity. Lot number: 959221 manufacture date: 2012-04 expiration date: 2015-04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2021: mr received. Patient middle name, dob, reporter information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tube / coil in left lower quadrant and draped over the sigmoid colon lateral to it, but cased within the omentum that was adherent to the sigmoid colon / other lodged in the tip of the greater omentum'), device dislocation ('migration / displacement of 2 of the essure coils on the left / one was found lodged in the tip of greater omentum, the other in left lower quadrant cased within the omentum that was adherent to the sigmoid colon') and major depression ('depression / major recurrent depression') in a 35-year-old female patient who had essure (batch no. 959221) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff is 35 years old. Concomitant products included bupropion hydrochloride (wellbutrin) for depression. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced intentional device use issue ("because of questioning placement of the coil, an additional essure coil was then inserted into the left tubal ostia"). On (B)(6) 2014, the patient experienced abdominal pain ("left lower quadrant pain / stomach pain"), chromaturia ("change in color and odor of her urine"), urine odour abnormal ("change in color and odor of her urine") and urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced musculoskeletal pain ("persistent left shoulder pain"). On (B)(6) 2014, the patient experienced pollakiuria ("urinary frequency"). On (B)(6) 2015, the patient experienced rash papular ("skin rashes and lumps"). In (B)(6) 2015, the patient experienced anxiety ("anxiety"). On (B)(6) 2015, the patient experienced myalgia ("myalgia"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), major depression (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), menometrorrhagia ("irregular, extremely heavy menstrual periods, described as flooding with passage of clots / irregular menstrual cycle"), dysuria ("dysuria/chronic dysuria"), migraine ("migraine headaches"), arthralgia ("joint pain"), joint swelling ("joint swelling"), fatigue ("fatigue"), nausea ("nausea"), perineal pain ("perineal pain"), hot flush ("hot flashes"), dizziness ("dizziness"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), drug hypersensitivity ("drug allergy"), asthenia ("impaired energy"), cervix inflammation ("chronic inflammation in the cervix"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("auto immune disorder"). The patient was treated with surgery (laparoscopic removal of intraperitoneal foreign bodies,partial omentectomy, total hysterectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain, dyspareunia, arthralgia, fatigue, abdominal pain, myalgia, perineal pain and headache had resolved. At the time of the report, the fallopian tube perforation, device dislocation, major depression, menometrorrhagia, dysuria, migraine, rash papular, joint swelling, nausea, anxiety, chromaturia, urine odour abnormal, pollakiuria, dizziness and asthenia had resolved, the hot flush was resolving and the intentional device use issue, dysmenorrhoea, urinary tract infection, musculoskeletal pain, drug hypersensitivity, cervix inflammation, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, asthenia, autoimmune disorder, cervix inflammation, chromaturia, device dislocation, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, intentional device use issue, joint swelling, major depression, menometrorrhagia, migraine, musculoskeletal pain, myalgia, nausea, pelvic pain, perineal pain, pollakiuria, rash papular, urinary tract infection and urine odour abnormal to be related to essure. The reporter commented: before essure, her menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. Prior to her removal surgery, she could not know the true cause of her symptoms. Following her removal surgery, the cause of her symptoms became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: no essure in left tube, right tube occluded. Diagnostic results: (B)(6) 2016 - computerised tomogram scan of the abdomen and and pelvis : suspected displacement of 2 of the essure coils on the left which are displaced more anteriorly than expected / appears that there are 2 coils displaced on the left side, one against anterior abdominal wall, and the other abutting the distal descending/proximal sigmoid colon with possible invasion into the wall . (B)(6) 2017 - diagnostic laparoscopy: during procedure two essure coils identified one of the essure coils was found lodged in the tip of the greater omentum and the other coil was in the left lower quadrant and draped over the sigmoid colon lateral to it, but cased within the omentum that was adherent to the sigmoid colon. The pathology report noted chronic inflammation in the cervix. Concerning the injuries reported in this case, the following ones were reported via pif: pelvic pain, device dislocation,migraine,headache, drug hypersensitivity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. New events autoimmune disorder, genital haemorrhage was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube"), device dislocation ("migration / displacement of 2 of the essure coils on the left / one was found lodged in the tip of greater omentum, the other in left lower quadrant cased within the omentum that was adherent to the sigmoid colon") and major depression ("depression / major recurrent depression") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion (wellbutrin) for depression. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 8 months after insertion of essure, the patient experienced chromaturia ("change in color and odor of her urine") and urine odour abnormal ("change in color and odor of her urine"). On (B)(6) 2014, the patient experienced pollakiuria ("urinary frequency"). On (B)(6) 2015, the patient experienced rash papular ("skin rashes and lumps"). In (B)(6) 2015, the patient experienced anxiety ("anxiety"). On (B)(6) 2015, the patient experienced myalgia ("myalgia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), major depression (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), menometrorrhagia ("irregular, extremely heavy menstrual periods, described as flooding with passage of clots / irregular menstrual cycle"), dysuria ("dysuria"), migraine ("migraine headaches"), arthralgia ("joint pain"), joint swelling ("joint swelling"), fatigue ("fatigue"), abdominal pain ("left lower quadrant pain / stomach pain"), nausea ("nausea"), perineal pain ("perineal pain"), hot flush ("hot flashes"), dizziness ("dizziness") and headache ("headaches"). The patient was treated with surgery (laparoscopic removal of intraperitoneal foreign bodies,partial omentectomy, total hysterectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain, dyspareunia, arthralgia, fatigue, abdominal pain, myalgia, perineal pain and headache had resolved. At the time of the report, the fallopian tube perforation, device dislocation, major depression, menometrorrhagia, dysuria, migraine, rash papular, joint swelling, nausea, anxiety, chromaturia, urine odour abnormal, pollakiuria and dizziness had resolved and the hot flush was resolving. The reporter considered abdominal pain, anxiety, arthralgia, chromaturia, device dislocation, dizziness, dyspareunia, dysuria, fallopian tube perforation, fatigue, headache, hot flush, joint swelling, major depression, menometrorrhagia, migraine, myalgia, nausea, pelvic pain, perineal pain, pollakiuria, rash papular and urine odour abnormal to be related to essure. The reporter commented: before essure, her menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. Prior to her removal surgery, she could not know the true cause of her symptoms. Following her removal surgery, the cause of her symptoms became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: no essure in left tube, right tube occluded . Unspecified date - computerised tomogram scan of the abdomen and pelvis : suspected displacement of 2 of the essure coils on the left which are displaced more anteriorly than expected. On (B)(6) 2017 - diagnostic laparoscopy: during procedure two essure coils identified one of the essure coils was found lodged in the tip of the greater omentum and the other coil was in the left lower quadrant and draped over the sigmoid colon lateral to it, but cased within the omentum that was adherent to the sigmoid colon. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.